Event description:
It was reported by the vad coordinator the patient reported that the power was switching between the power ports. There was no effect on the patient. The battery was returned and received by the manufacturer on 05/02/2015 and investigation is in progress.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep spare batteries available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.